Manufacturer narrative:
The device sample was not returned for eval at the time of this report. Investigation is incomplete. A f/u investigation report will be sent when completed.

Event description:
Complaint received via medwatch report from FDA. The event is reported as: while a pt was on ventilator support the ventilator alarmed. A respiratory tech responded immediately and discovered a crack in a newly applied circuit. The crack appeared on the tubing between the humidifier and the ventilator. Manual ventilation support was provided until circuit tubing could be changed out. No pt injury reported.